Event description:
The pt reported that, while changing the insulin cartridge on her insulin infusion device, the piston rod made an odd sound and would not return all the way. During troubleshooting, a new battery was put in and the piston rod still would not return. The pt was advised to switch to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.